Manufacturer narrative:
(B)(4). Date sent: 08/15/2012. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there only one device locked and would not open? Please clarify: on the complaint form it was marked that there was hospitalization and life threatening. Was the hospital stay extended longer than the expected stay? If so how many days over the expected stay ? What caused the extended stay? On what tissue type was the device used? At what location on the tissue? During which stroke did the event occur? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? If so how was the device removed from the tissue and was there any tissue damage? If there was tissue damage please explain the damage and how the tissue was repaired? Is there any other additional information you would like to share about this device or procedure? Patient¿s current status? Was there any adverse consequence as a result of the challenges experienced? Were staples present? Please explain the observed staple formation? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Insert knife retainer additional followup: to clarify in the event: the echelon did not open parallel to the instrument locked. Was there only one device locked and would not open? Yes, just one. Please clarify: on the complaint form it was marked that there was hospitalization and life threatening. Also other was marked as cost. Yes, because the patient needed extra follow after the procedure. And relate to cost: the surgeon used other device, the procedure was longer (or time cost). Was the hospital stay extended longer than the expected stay? If so how many days over the expected stay ? 2 days more. What caused the extended stay? Extra follow, patient with many comorbidities (pre-procedure). Also, other cost was marked? Please explain: or time cost / other device and cartridge. On what tissue type was the device used? At what location on the tissue? Antrum. During which stroke did the event occur? The first (first cartridge). Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No (first fire). Were any unexpected noises heard? If so, when? No reported. Were any of the forces higher or lower than expected (closing, firing)? Lower after the first activation. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, the triggers did not work well. Was there any difficulty removing the device from the tissue? Yes, the device could not be removed from the tissue. If so how was the device removed from the tissue and was there any tissue damage? During the procedure the device was not removed (the echelon was locked). If there was tissue damage please explain the damage and how the tissue was repaired? The tissue damage was remove (with the device locked). Patient's current status? The patient is ok. Was there any adverse consequence as a result of the challenges. Experienced? The procedure was complete with the device locked (echelon) inside. The procedure was complete with other device. Staple formation? Not observed. Were staples present? Yes (green cartridge). The analysis results of the ec60a found that the device was received with the anvil and closing trigger in the closed position. In addition an ecr60g partially fired 1/5 reload was received loaded on the device. Upon further evaluation of the reload some damage was found on the distal cartridge deck. The damage to the cartridge is consistent with clamping on a hard object or tissue thicker then indicated. After further analysis of the device, the opening mechanism was noted to be damaged. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the insert knife retainer was noted to be missing from the shaft subassembly resulting in the knife buckling during the firing stoke consequently preventing the device from opening.

Event description:
It was reported that during a sleeve procedure, after the first fire (green cartridge), the device did not open parallel to the instrument locked. Another device was used in order to finish the surgery. The patient was hospitalized and bleeding occurred. No further details have been provided. No device will be returning.